Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 the lay user/patient contacted lifescan alleging that her one touch ultra was not powering on. The patient stated that the power issue first occurred at 1:30am on the same day. After the issue began, the patient administered self-care with food/drink and reportedly was feelking shaky prior to administering self-care. It is unclear if the patient developed the shakiness before, during, or after the power issue. No other medical intervention was reported. During troubleshooting, the customer service representative (csr) verified that the meter turned on successfully with the power button, but the meter would not turn on with a test strip insertion. This complaint is being reported of the following conclusion: the power issue was not resolved with training, and, because it is unclear if the patient's shakiness started before or after the power issue. Replacement products were sent to the patient.